Event description:
It was reported that during a procedure the irrigation pump on the sonopet 110v console would stop randomly. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.